Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the vessel was skeletonized or taken within the mesentery complex? What were the indications for surgery? Are there any photos that you can share? Productcomplaint1@its.jnj.com. What surgical procedure was done? What is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device or staple formation during the initial procedure? Did the patient receive any preoperative chemotherapy or radiation? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure the pvs gun and cartridge were used to treat gastroduodenal artery. No abnormity was noted during the entire procedure. In 12th postoperative day (on (B)(6), the patient index went high. An open operation was taken and bleeding was observed on vascular stump. Suture sewing was used to control the bleeding. The patient is currently in good condition. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2025. Additional information was requested, and the following was obtained: were the vessel was skeletonized or taken within the mesentery complex? Unknown. What were the indications for surgery? Unknown. Are there any photos that you can share? No. What surgical procedure was done? Duodenal transection. What is the surgeon¿s experience with the pvs device? Unknown. What is the compressed width and thickness of the vessel? Unknown. What is the estimated compressed width of the target vessel? Unknown. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Unknown. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Unknown. Were any surgical clips used in the area of the device firing? Unknown. Were there any difficulties with the device or staple formation during the initial procedure? No. Did the patient receive any preoperative chemotherapy or radiation? Unknown. How was the post-op bleeding identified? Post-op detection indicator went high what was the total estimated blood loss (ml)? Unkonwn. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was there calcification of tissue that impeded clamping or cutting? Unknown. Were there any pre-exiting patient conditions? No. Any clips, clamps, or graspers near the area where the device was being fired? No.